Event description:
The customer reported the device shut down when the backup battery became depleted and the charging led on the power status led overlay was not functioning to indicate to the operator that the battery was not being charged. The customer reported there was no patient involvement.